Event description:
Cuff noted to be off catheter and remains in pt. The physician is going to watch & wait. When spoke to doctor, he stated he did not blunt dissect prior to removal and just pulled catheter out in orifice.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.